Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for non-malignant pain and failed back surgery syndrome. The patient reported the pump was removed in 2012 due to abscess infection at the pump pocket site. The issue onset occurred 2 years following implant. Per patient, the infection was confirmed. It was unknown if the infection was associated with a specific event. The pump was explanted and the catheter remained implanted. The patient requested physician listings to remove the catheter. No further complications were reported/anticipated.